Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis. The target lesion being treated was located in the left anterior descending (lad) artery. During the index, the physician implanted a 2.5x12mm ion stent to the lesion. The procedure was successfully completed. Two days later, the patient experienced thrombosis. An intervention was performed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).